Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 250 mg/dl at the time of the incident. The customer reported the screen went blank and then rebooted with the medtronic sign coming up. She had to reset the time/date customer states the display was blank less than 30 seconds. The customer was assisted with troubleshooting. The display did return. The customer was advised to monitor the use of the insulin pump. The insulin pump will not be returned for analysis.